Event description:
Additional information indicates that the device has now been explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. In addition, the patient had bacterial infection. Also, the device was used as temporary pacer. There were no additional adverse patient effects reported. The product remains in service.